Event description:
It was initially reported that the thickness of the graft harvest was thicker than what was expected from the setting provided. Additional clinical info determined that the issue occurred during a surgical procedure wherein the pt was left with a scar as a result of the device taking a graft that was thicker than what was intended. There was a delay to the procedure of approximately 16-30 minutes as a result of the device issue. There was no info available to determine if an alternate device was retrieved for use during the procedure. No further clinical info is indicated.

Manufacturer narrative:
The device was manufactured on 02/28/2011 and has no repair history at zimmer surgical since july 2011. The air dermatome device, serial number (B)(4), was not returned to zimmer surgical for evaluation and repair. Per the product retrieval task, the product retrieval is suspended due to lack of customer response. The customer's reported event could not be confirmed and a cause could not be determined.